Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced it could not reach the perforation resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a perforation in the obtuse marginal (om). There was moderate calcification and tortuosity in the vessel. The first 2.8 x 16 mm graftmaster stent delivery system (sds) failed to cross to the perforation due to the anatomy. The sds was removed and replaced. The second 3.5 x 16 mm graftmaster sds could not reach the perforation in the om; therefore, the stent was implanted at the om bifurcation to close off the vessel, which sealed the perforation. The patient was confirmed to have a good outcome. No additional information was provided.